Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
My tampon string has come off. Panic about what to do next [foreign body in reproductive tract]. Tampon string has come off whilst trying to pull it out [complication of device removal] tampon string has come off [device breakage]. Case narrative: consumer reported via email that the tampon string came off. No serious injury was reported.